Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called stating that he needed to have his cycler replaced because of a fluid leak. He said that this morning after his treatment was done and he opened the door to remove the cassette it had leaked in side the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient was requested to come into the clinic and was provided prophylactic medication as a precaution due to the reported fluid leak. The pdrn stated the patient did not display any symptoms and was not cultured as a result and stated the patient had reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and confirmed no treatment was missed. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue. The disposable samples were discarded and were no longer available for evaluation. The cassette lot number was unknown.